Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: patient 2, date: (B)(6) 2010; inratio: 1.6. Date: (B)(6) 2010; inratio: 4.5. Pt taking 8mg of coumadin per week.